Event description:
The customer alleges the dash monitor missed a v-tach alarm. No pt death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.